Manufacturer narrative:
During inspection and testing, service found there was a gap in the adhesive at the distal end of the subject device. A review of the device history record found no deviations that could have caused or contributed to the gap in the adhesive at the distal end. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the evaluation of the device did not identify the cause of the gap in the adhesive. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur". "To prevent a water leak, do not apply excessive force when cleaning the endoscope". "Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result". "The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks". Olympus will continue to monitor field performance for this device. In addition, the paint on the air/water and suction cylinders was peeled, the adhesive on the bending section cover had a discolored area, and there was a leak due to a pinhole on the universal cord. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer sent the loaner device to an olympus service center for evaluation after being used at their facility. During inspection and testing, service found there was a gap in the adhesive at the distal end of the subject device. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.